Event description:
Our affiliate is reporting the following to us: ¿the ceramic part on tip of the product was noted to be broken when it was used to ablate synovialis. The output level of generator was unknown, but noted to be possibly set at the maximum level. It was unknown if the sparks occurred as it was broken. The surgeon had not noticed the breakage until he found the broken piece in the patient¿s joint, which was removed during the surgery.¿ there was no surgical delay and they are reporting that there were no patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Manufacturer narrative:
The complaint electrode was received and evalauted. Visual inspection of the electrode under magnification confirms that a portion of ceramic tip missing at 7 o&apos;clock position. There are nicks and marks on the remaining ceramic and the insulation coating indicating the electrode was in contact with a sharp metal instrument. No procedural details were provided to determine a definitive root cause. From the visual observations, it is possible that the device was mishandled resulting in this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The overall complaint rate for this failure mode was reviewed against the risk analysis and found to be within the expected levels. Therefore at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "the ceramic part on tip of the product was noted to be broken when it was used to ablate synovialis. The output level of generator was unknown, but noted to be possibly set at the maximum level. It was unknown if the sparks occurred as it was broken. The surgeon had not noticed the breakage until he found the broken piece in the patient's joint, which was removed during the surgery." There was no surgical delay and they are reporting that there were no patient consequences.